Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported fraying happened intra operatively and a string from the frayed portion of the gauze got lodged in a bone graft that was being placed in a lumbar spine surgery. The frayed string was removed.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported fraying happened intra operatively and a string from the frayed portion of the gauze got lodged in a bone graft that was being placed in a lumbar spine surgery. The frayed string was removed.¿ the device history record (DHR) for the reported lot number 17h098662 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. Fraying is a condition whereby the product exhibits excess fibers separating from the product. Typically, fraying is found around the outer edges or areas where the product has been cut or slit. Fraying in the product could be due to the tinsel strength of the woven material becoming weak during the manufacturing process. Validation quality checks are conducted at the beginning, middle and end of a lot. Inspectors routinely examine a statistical sample both physically and visually. Fraying is included within these inspections. Sensors are also in place to detect these raw edges. It has been concluded that the product met all quality inspection standards. Due to no product/sample being provided, the reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.